Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm even after a battery change. The customer received the alarm when attempting to deliver insulin. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The act button on the insulin pump had no button response due to flattened keypad dome. No button error alarm occurred during testing. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.